Event description:
Ihealth labs, updated test strips. Purchased updated test strips and the sensor failed. Contacted ihealth cs via fill out form on website. Says I will get a response in (24) hours. Called the number more than (20) times during times listed open, over a (3) day period, 100% of time, got message that said they were busy. Leave a message, and someone would call me back. No one has called me back in (4) days. I have gotten an email that says I will get a response in (24) hrs, and type here if you want to add issues. I type here and add issues, and send again. I immediately get a response via email indicating I will get a response from that in (24) hours. None of which has happened. This for a gluco meter that I use 4x to 5x times per day, and it projects my a1c for a (90) day period. So, if I use each 3-4 hrs, and cs guarantee's a response in (24), what this company says is not true. Ihealth may be fraudulent in promising this response, and then failing miserably, day after day.